Event description:
It was reported that there was difficulty recapturing the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) were used. The procedure was going as planned and the was had been positioned in the laa. The closure device was deployed in the laa, but needed to be partially recaptured several times. The device remained uncompressed so the physician wanted to fully recapture the device. When the physician attempted to recapture the device they were unable to do so. Based on imaging and assessment on echo, it appeared that the anchors maintained tissue engagement throughout the recapturing attempts. The physician was able to complete a partial recapture, but was not able to complete a full recapture of the device. The echo images appeared to depict the device holding onto the appendage tissue and pulling the tissue inward as the recapture attempt proceeded. Ultimately, it was decided to leave the device in place even though it did not meet all the release criteria. The patient was in stable condition following these events. They spent the night in the hospital and were discharged the following day uneventfully.